Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 63 months. Through follow-up with the health care provider, it was learned that the patient underwent surgery to repair a massive aortic aneurysm. Patient underwent aortic valve replacement, aortic root replacement, reimplantation of coronary arteries, replacement of the ascending aorta, replacement of the aortic arch, closure of patent foramen ovale, and excision of lipoma. Operative findings revealed an aortic valve with fibrosis in one of the cusps. The surgeon indicated that the reason for explanting the edwards' valve is patient related, and not due to a device malfunction.

Manufacturer narrative:
Device not returned due to patient privacy regulations. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As the surgeon indicates the reason for explant is patient related such as repair of aneurysm and other co-morbidities, there has been no information to suggest a device quality deficiency contributing to this event. It was determined that the patient's surgery was predicated on the condition of the aorta that was aneurysmal.